Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pg and right ventricular (rv) lead exhibited low heart rates of 30 beats per minute (bpm) as well as loss of capture (loc) for an unknown duration. Thresholds had also increased. A chest x-ray was taken which showed no obvious dislodgement, but it was believed, but not confirmed, that a micro dislodgement may have taken place, or there may have been a connection issue as this lead was recently implanted. The patient was seen the following day and the health care professional (hcp) plans to see the patient again in a month or so. No interventions have been done, or are planned at this time. To date, no adverse patient effects have been reported.